Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, stored episodes of noise were noted on the right ventricular lead. The lead remained implanted and the patient would be closely monitored remotely via merlin.net.